Manufacturer narrative:
(B)(4) issued MFR. Report # 1525712-2013-00844 indicting the manufacturer and model number as unknown. The actual manufacturer is dinesol, a u.s. Manufacturer for the 9780 shower chair. This event was not reportable to the FDA by invacare based on the u.s. Supplier. A notification letter is to be sent to dinesol for reporting purposes.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per dealer the seat is cracked. MDR filed.